Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected fields: b5. Additional info: e1 (event site telephone: (B)(4) ) a getinge field service engineer (fse) found that the customer said the unit shut off during use, but it did not. The logs reveal that it had autofill errors. Fse discovered condensation inside the unit. Fse performed the condensation removal procedure and then tested the unit. The unit ran normally and passed all testing. The unit was returned to the customer and cleared for clinical use. There was no patient harm reported.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had autofill errors. There was no patient harm reported.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) shut off. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).